Manufacturer narrative:
The returned generator was extensively tested, specifically the keying and activation circuits, and found to function normally and within specifications. The generator was energized in the ready mode and monitored on the bench for 2 days. At no time did the unit self-activate or display faulty characteristics. The cause of the customer's report cannot be determined.

Event description:
The customer reports that even after installing the chip for the recall corrective action, the unit self-activated. It appeared to function normally for about a month, but again today the unit self-activated. The unit will be returned for evaluation.